Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076-52 implantable pacing lead 2013-(B)(6), 1388t competitor implantable pacing lead 2005-(B)(6), pm3210 competitor implantable pulse generator 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. A proximal portion was received measuring 44.5 cm. A distal portion was received measuring 44.5 cm. Analysis revealed the proximal conductor of the lead became extrinsically fractured due to melting. The proximal conductor of the lead became extrinsically distorted due to melting and distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst commented, the full lead in segments was received. It have been stretched, insulation and conductors damaged. Visual analysis found fractured melted/extrinsic. Performed destructive analysis to complete electrical test. Proximal discontinuity was observed/extrinsic.

Event description:
It was reported that the atrial lead had failure to capture. During the replacement procedure the left ventricular lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.